Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Time of eri (elective replacement indicator) in save to disk on (B)(6) 2010 02:15:04, device rrt<=2.62 v. Patient alert for low battery voltage on (B)(6) 2010 02:15:04. Weekly battery voltage trend data shows min bat=2.64 to 2.62 volts between (B)(6) 2010 and (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Time of eri (elective replacement indicator) in save to disk on (B)(6) 2010 02:15:04, device rrt<=2.62 v. Patient alert for low battery voltage on (B)(6) 2010 02:15:04. Weekly battery voltage trend data shows min bat=2.64 to 2.62 volts between (B)(6) 2010. Analysis of the device found normal battery depletion.

Event description:
It was reported that the device had battery voltage of 2.9 v and then one week later was at rrt (recommended replacement time). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
Asku